Event description:
Boston scientific, crm received information that the patient with this pacemaker is deceased. It was reported that the patient's family that the device did not work. No other allegations or information have been received.

Manufacturer narrative:
This device has not been returned. Evidence suggests that the device was buried with the patient. As a result, boston scientific is unable to confirm any allegations against this product. Attempts were made to obtain additional information but were unsuccessful. No additional information is available at this time. This event will be reopened if additional information is received.